Event description:
It was reported that the balloon had a hole in it which was noticed after the button had been pressed during therapy. A second device was used to complete the procedure successfully with no adverse outcome.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.